Manufacturer narrative:
The insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing. However, corrosion was found at the keypad traces. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address, serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 565 mg/dl. The customer had symptoms such as nausea, blurry vision, cramps, dry mouth, and difficulty breathing. Customer treated with manual injection customer's blood glucose value was 565 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on october 10, 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. Unable to complete the high blood glucose troubleshooting due to button error alarm. Customer stated that no significant event leading to button error was observed and confirmed that the time was advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.